Event description:
Patient reported that he spoke to a doctor and met with a rep couple of months ago; rep adjusted all the settings which resolved the stim issues. Patient declined to provide any further info.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep stated that patient reported that he had back surgery a few months ago. Pt reported that after the surgery, the surgeon informed him that he needed to cut a stimulator lead to properly complete the surgery. The patient noticed a change in his stimulation coverage after the procedure. The patient did not feel stimulation in the right lower quadrant of his back like he did prior to the surgery. Patient met with rep on (B)(6) 2021. An impedance check was performed. Contact 15 had no connection to the battery and had a high impedance. Rep reprogrammed stimulator to ensure contact 15 was not in use. Patient reported that he could now feel some stimulation in right lower quadrant of his back, but it was still not completely the same as prior to the surgery. Patient was given 3 new programming options and is scheduled to follow up with rep and md in (B)(6) past medical history was asked but patient did not want to provide. Patient's weight was asked but unknown.

Manufacturer narrative:
H6: previously reported patient code c76143 and annex f code f26 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56 lot# va0rp6n, implanted: (B)(6) 2015, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# va0rp6n, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 08-jan-2019, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had major back surgery in (B)(6) 2021 and during the surgery, a lead was cut. Pt stated after, beginning in (B)(6) 2021 they noticed their ins started to not hold a charge as long. Pt stated they'd like to speak with a manufacturer representative about having the lead replaced.